Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 10mm x 3.00mm wolverine cutting balloon mr was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube or shaft of the device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a proximal left anterior descending artery (lad). A 10mm x 3.00mm wolverine cutting balloon was advanced to dilate the target lesion, but upon inflation at 6 bar, the balloon burst. The procedure was completed with another of the same device at 10 bar. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a proximal left anterior descending artery (lad). A 10mm x 3.00mm wolverine cutting balloon was advanced to dilate the target lesion, but upon inflation at 6 bar, the balloon burst. The procedure was completed with another of the same device at 10 bar. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.